Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous left circumflex (lcx). After intravascular ultrasound (ivus) was performed, a 16 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that the edge of the device was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.